Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have received no delivery alarm even after infusion set and reservoir change. Customer's blood glucose was 600 mg/dl. Customer suspended insulin pump and treated high blood glucose with manual injection. During troubleshooting, customer was assisted in performing a 5.0 unit manual prime and plunger push. Insulin did exit with manual prime. Customer was advised that insulin pump was working as designed. Customer was advised to call back should issue persist.